Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 97 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor and was unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to prime anomaly. No a33 alarm noted. However the insulin pump was received with normal operating currents and passed the self-test, a21 error test and displacement test. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained lcd resilient cover and scratched reservoir tube window.